Manufacturer narrative:
Investigation summary - bd received 1 photo for investigation. The evaluation of the photo revealed the presence of foreign material inside the tube, which appeared to be a piece of broken plastic. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units a plastic foreign matter was found inside 1 tube. The sample was recollected, and no adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units a plastic foreign matter was found inside 1 tube. The sample was recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.